Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt rec'd a scs system on (B)(6) 2011. It was reported on (B)(6) 2011 that the pt feels stimulation in her groin area and ribs instead of the lower back and legs. Pt will meet with sjm rep for reprogramming. Attempts made to gather add'l info have been unsuccessful. No further info is available at this time.